Event description:
The patient was implanted with a left ventricular assist device. Information was received from (B)(6) on (B)(6) 2015 stating: ldh highly elevated. Vad interrogated. Power spikes up to 15 rpm noted. Low flow down to 2.7 rpm. Per speed change echo (B)(6) 2015, aortic valve opens at 8000 rpm. Does not open at 9600 rpm. Parameters downloaded and sent to thoratec for review (B)(6) 2015. Additional information also included indicated that the patient underwent an urgent transplantation. Did patient experience a thrombus event: yes. Thrombus event signs/symptoms: abnormal pump parameters. Thrombus event confirmed: no. Patient outcome: urgent transplantation. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists device thrombosis and hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator indicated that the pump will not be returning for evaluation.

Manufacturer narrative:
Approximate age of device - 1 year, 6 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.